Manufacturer narrative:
New information became available to carefusion and clarified the issue involved a tubing issue and not an alaris pump. A separate report was already submitted under MFR report # 9616066-2020-20564. There was no allegation of pump malfunction and please disregard MFR report that was inadvertently submitted for the alaris pump.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving minor injury illness, impairment, fluid leak, insufficient information, device not returned, no findings available, cause not established.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue, serious injury- fluid leak was not determined. The reported issue that there was the pump issue, serious injury- fluid leak could not be confirmed no further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving minor injury illness, impairment, fluid leak, insufficient information, device not returned, no findings available, cause not established.